Manufacturer narrative:
Pc(B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure including hysterectomy for stress urinary incontinence on (B)(6) 2017 and mesh was implanted. The patient reported that she has experienced severe leg pain, back pain, abdominal pain, groin pain, burning pain, stress urinary incontinence and unspecified issues with the uterus. The patient has been prescribed pain medication. No additional information is available.